Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 64 mg/dl. Reportedly the customer administered 2 boluses. The customer believed that the first bolus was not fully delivered due to customer had not inserted cannula correctly, subsequently they delivered a second bolus. Customer attempted to address bg by consuming carbohydrates. Customer was additionally treated with intravenous fluids and saline to address their bg. Customer was discharged 2 days later, 08/2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.